Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom brush had come separate from the brush [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old female consumer reported that she was brushing her teeth with an oral-b dual clean brushhead on her oral-b pro 6000 rechargeable toothbrush when she noticed something in her mouth. She had found that the bottom brush had come separate from the brushhead. She noted that the brushhead had not yet been in use for 3 months. No symptoms developed. (B)(6) 2015 received follow-up email from consumer: the consumer reported that she had purchased the 4 pack of brushheads approximately 2 months ago, and that the toothbrush had not been dropped. She noted that they used oral-b toothpaste form/version/flavour unknown all the time. No further information was provided.